Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).outcome of event: added life threatening.

Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated on 09/14/2017 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the device. The available daily insulin delivery totals matched up to the expected values and correctly reflected the user¿s programmed basal rate. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 33 mmol/l related to a potential inaccurate delivery. No additional information was provided related to the event. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This report is made based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a possible contributor to the event.